Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the second device. The device was not returned for evaluation, and the lot number was not provided for retained-product testing, and/or DHR review.

Event description:
In this event it was reported that two proultra sine tips broke during use in the same patient; no injury resulted.